Event description:
Both the tests in my ihealth test kit (lot# 221co20217) failed to have the control stripe activate. I have used this exact brand of test many times in the past with no issue. I have 2 additional boxes of tests with the same lot#, which I plan on throwing out. From the box, which had a sticker put over the original expiration date and lot no: gtin(01): (B)(4), lot no.(10): 221co20217 use by(17): 2022-11-15. FDA safety report ID # (B)(4).